Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarms during prime. The customer's blood glucose levels was 286 mg/dl. Troubleshooting was performed related to no delivery alarm. The customer stated that the insulin did exited tubing. The customer was advised to rewind insulin pump and reinsert reservoir in to it and run manual prime for at least 5 units and insulin pump alarmed no delivery. It was reported that the customer advised that insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no anomaly noted during testing.